Event description:
It has been reported to philips that the flexvision computer had a blue screen error and was hanging. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of issue occurrence. A philips field service engineer (fse) inspected the system and identified that the console pc was getting hang. The review of system log file confirmed the reported malfunction. Upon troubleshooting, fse identified the flex vision pc was defective. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc and reloading the software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.